Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w non-sterile lot #73a1700310 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The stapler is stuck and does not work. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w non-sterile lot # 73a1700310 was manufactured on 01/16/2017 a total of (B)(4) pieces. Lot was released on 01/23/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 528236 visistat 35 w non-sterile for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with the staples severely misaligned. The trigger was found partially engaged. The stapler was received with 11 staples left in the cartridge indicating that at least 24 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger on three attempts the stapler failed to drop, form, or release the staples. The remaining staples were removed from the unit and evaluated under magnification: there were no manufacturing related anomalies noted with the staples themselves. The complaint, "stapler stuck and does not work" has been confirmed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states other remarks: "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The root cause of the complaint cannot be determined. No corrective/preventative actions will be assigned. The reported complaint of "stapler is stuck and does not work" was confirmed based upon the sample received. After a thorough investigation involving functional testing, a probable cause could not be established. The staples in the returned stapler are severely misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The stapler was returned with 11 staples left in the cartridge indicating that at least 24 staples had been fired by the end user. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The stapler is stuck and does not work. There was no patient injury.